Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. During evaluation, the reported issue could not be confirmed. The device was able to be powered on, and the screens were navigated successfully. An infusion was run with no discrepancies. A fluid delivery test was performed, and there were no issues. A flow accuracy test was also performed, and the pump was able to successfully infuse with no issues noted. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump was displaying a negative volume reading. The event either occurred during infusion or post infusion (not further specified). There was no report of patient injury or medical intervention associated with this event. No additional information is available.